Event description:
5/7/92 - patient to or for greenfield filter insertation, surgeon noted filter did not completely open. Patient was returned to the or for a second filter placement. 1st site (r) jugular vein - 2nd site (r) femorol vein. Device remains in patient and manufacturer was notified of event.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.